Event description:
Related manufacturer reference number: 2017865-2023-42785. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of two (2) right atrial (ra) leads were unable to be extended and retracted. The leads were not used and replaced as the physician elected to implant a leadless pacemaker. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue for analysis. Electrical, visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.